Event description:
Pt was involved in a mva requiring surgery to repair a tibia fracture in 2004. When the nurse was following physician orders to remove the drains, the first drain was removed without incident. But, when removing the second drain, it broke leaving the tip in the pt. Physician was notified and the pt was returned to surgery to remove the retained drain fragment. The physician noted that the drain was located on the lateral side, it may have gotten caught on the plate or possibly a bone fragment. The drain was removed using a kelly clamp. The pt tolerated the procedure well without complications.